Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy was delivered due to undersensing on the atrial channel during fast ventricular events. Programming changes were recommended.